Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (fall off was) has been confirmed. Upon evaluation, there was a damaged case bubble at ECG 1. The root cause could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.